Event description:
It was reported that during a prophylactic full revision procedure, the patient experienced asystole multiple times. The first time was during the verify heart rate detection, and the next occurrence was during system diagnostics. It was noted that the patient had no prior history or asystole/bradycardia. The replacement lead was placed based on the available nerve remaining, and the generator was programmed to the patient's previous settings. Decoder was reviewed. No anomalies with the device performance were identified. No additional relevant information has been received to date.

Event description:
The surgeon believes the arrhythmia was related to vns stimulation. No additional relevant information has been received to date.